Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Final analysis of the neurostimulator (ins) with serial # (B)(4) revealed setscrew backed out too far.

Event description:
It was reported that the lead would not advance into the neurostimulator (ins) and was not implanted. No injury reported and patient outcome was reported as recovered without sequela. A follow-up report will be sent if additional information becomes available.